Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not prompt the 'apply sample' message after the strip was inserted. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified time and day in the month of (B)(6) 2011. The patient's meter is reportedly getting stuck on the code prompt, and not advancing to next step of requesting a blood sample. She stated that she manages her diabetes with the insulin pump. She denied making any changes to her medication regimen and continued her usual routine. The patient claimed that because she was unable to use the meter, a 'few days' after the alleged issue began; she felt parched, thirsty and was urinating frequently. Due to her symptoms, on the same day she reportedly tested obtained a result of '480 mg/dl' from her accucheck meter. She stated that in response to the high result, she contacted her health care professional by phone. The patient was advised to get a new meter, increase her insulin and make a change in food. She confirmed that she gave herself a bolus of 10u of humalog immediately, and felt better 'shortly after'. At the time of troubleshooting, the cca confirmed that the patient was using the correct strips. However, the patient had to be instructed to discontinue storing the test strips in the refrigerator. The alleged issue remained unresolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia, which she needed to self treat with insulin after the reported issue began.